Manufacturer narrative:
Over the phone the hill-rom technical support operator advised the account to open the center arm assembly and check for fluid containment and make sure the plungers are free to move in and out. A search of the hill-rom maintenance records did not show that hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performed preventative maintenance on its beds. The technician has made three attempts regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the left foot siderail would not always latch. The bed was located at the account in bed repair. There was no patient/user injury reported. (B)(4).